Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 528 mg/dl. The customer had no symptoms but just normal craziness. The customer states treated the high blood glucose with manual injection. Customer's current blood glucose value was 160 mg/dl it was also reported that blood glucose at incident date was not normal-about 300 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low and high blood glucose. The customer states pump is under delivering due to persistent high blood glucose and lost sensor error message. Displacement test was performed and test were passed. The customer states pump had air bubbles of size of air bubbles is 3/16, 1/8, 1/4, 3/8 inch. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.